Event description:
On 2015-10-08, information was received from a physician regarding a (B)(6)-year-old, female patient who was receiving gablofen 1000mcg/ml at 64/d via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2015, during flex mode programming, the physician entered the drug daily dose as the basal rate. The programming error potentially could have caused overdose. No patient symptoms were reported. The error was caught soon after the update and they were able to successfully program the correct flex dose. Additional information has been requested regarding the clinician programmer serial number, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Event description:
On (B)(4) 2015, information was received from a physician regarding a (B)(6) female patient who was receiving gablofen 1000mcg/ml at ¿64/d¿ via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2015, during flex mode programming, the physician entered the drug daily dose as the basal rate. The programming error potentially could have caused overdose. No patient symptoms were reported. The error was caught soon after the update and they were able to successfully program the correct flex dose. If additional information becomes available, a follow-up report will be submitted.